Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm during a bolus. Customer reported that the infusion sets she was using were expired and was advised not to use expired product. The blood glucose reading was 451 mg/dl. Customer treated with manual injection. She stated that the tubing was not working so she disconnected and reconnected it. She was assisted in performing a 5 unit fixed prime and stated that insulin did not exit and that the insulin pump alarmed for no delivery. She stated that insulin was leaking from the stopper. Customer was advised to change the reservoir and declined further troubleshooting. Nothing further was reported.